Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged high blood glucose readings, including a ¿high¿ value above 400 mg/dl, in temporal association with pump use and a supply change, with evidence of insulin inside the pump housing that suggested the infusion tubing was connected to the cartridge outside of the pump; correct connection procedure was reviewed, and a guided supply change later restored glucose values to the normal range. Symptoms included sustained hyperglycemia with feelings consistent with running high. Outcomes included device alarms for prolonged hyperglycemia and temporary use of multiple daily injections, with no medical intervention and no hospitalization. Investigation included complaint handling, user troubleshooting, and education on correct supply change and connection technique. Investigation of this case revealed use error related to infusion setup leading to inadequate insulin delivery until the supply change was correctly performed, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error with cause of hyperglycemia otherwise unclear.